Manufacturer narrative:
(B)(4). The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent electrical stimulation therapy on their neck. The device initially classified the electrical signals as noise, then the pulses became prolonged and continuous so the device classified these signals as treatable. One untreated episode was stored and one inappropriate shock was delivered due to the noise. The shock induced ventricular fibrillation (vf), which was correctly detected and treated by the device. No adverse patient effects were reported.